Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer who experienced a low readings issue with the adc freestyle libre sensor. On (B)(6) 2020, the customer reportedly received low readings all day and was provided with sugar by the caregiving staff at her retirement home. The customer's glucose did not rise, felt symptom of dizziness, and the staff contacted a healthcare professional on the morning of (B)(6) 2020. A reading of 432 mg/dl was obtained on the hcp meter as compared to a sensor reading of 70 mg/dl and the customer was treated with 15 units insulin (type unknown). The results were plotted in a parkes error calculator and fell into the ¿d¿ zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.